Event description:
It was reported that in 05/2004, the pt underwent a balloon ablation and female sterilization procedure. Four days later, the pt presented to the emergency department with a temperature of 102 degrees fahrenheit, abdominal/pelvic pain, and nausea and vomiting. The next day the pt was admitted to the hosp to be treated with IV antibiotics. The pt was feeling better the following day and the physician planned to discharge the pt to home. A diagnosis of polycystic ovarian syndrome was being considered.